Event description:
It was reported by the patient that they were experiencing stimulation in the wrong location. The patient would feel a vibration in their ribcage when they would sit or bend a certain way. The patient thought her wires were ¿popped.¿ this had been happening for the past three weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).